Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 454 mg/dl. Customer stated that they were redoing their quick set and it was low. Customer stated that they somehow pressed the off button and they were confused as to why there was a black circle on the pump. Customer was advised that the black circle will go away once they rewind. Customer has not treated and has no syringes. Customer declined assistance with their blood sugar. Customer stated that they feel fine. Customer reported that the no delivery alarm was resolved by an infusion set change. Customer had a no delivery alarm due to the reservoir running out of insulin during the night. Customer does not want to return the set or reservoir for analysis. Customer was assisted with prime and rewind and then they were able to put on a new set. Customer was called back about a hospitalization. Customer stated they will monitor their blood glucose, which was still 454 mg/dl.